Event description:
It was reported that on (B)(6) 2025, a 31mm tailor annuloplasty ring was selected for implant. After implanting the ring, testing revealed that there was still moderate regurgitation, which did not achieve the expected effect. After the ring was removed, it was replaced with a mitral valvuloplasty ring of another brand to complete the surgery. The physician alleges that the patient anatomy was the cause of the issue. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable and has been discharged.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that after implanting the ring testing revealed there was still moderate regurgitation and did not achieve expected effect. Also reported that the physician alleged the patient anatomy was the cause of the issue. The investigation of returned band at abbott found that the sewing cuff was fractured in two pieces. Sutures were noted throughout the ring and the ring holder. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information available, the cause of reported event appears to be related to patient anatomy. The exact cause of reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.